Event description:
It was reported that the balloon was ruptured during use. No patient injury was reported.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation with a fragment of latex. The packaging was not returned. The catheter was coiled in a circle but no visible damage to the catheter body was observed. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The balloon was found to be completely ruptured around the circumference. The proximal windings were removed and the latex was moved distal on the catheter tip attempting to match the latex edges between the proximal section and the distal section. The latex section appeared to match and the returned fragment fit into the section of latex that was missing from the balloon. There did not appear to be any latex missing. No damage to the balloon windings or catheter body was observed. Visual examinations were performed with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It is not known if clinical or procedural factors may have contributed to the event. No actions will be taken at this time.